Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user believed the charging pad was not working and requested a replacement after troubleshooting failed to restore charging, but later reported the charger was functioning when the device was oriented correctly and canceled the replacement. Symptoms included no adverse physiological effects, with blood glucose remaining within range. Outcomes included user education and resolution through correct charger placement without medical intervention. Investigation included telephone troubleshooting and user re-education on correct charger orientation. Investigation of this case revealed user error related to improper placement of the device on the charging pad, with no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.